Event description:
It was reported that the ilet touchscreen on the lock screen did not respond despite the device being powered on, cleaned with a lint-free cloth, and tested with a stylus. Attempts to recalibrate the capacitive touch sensor and restart the device did not restore function; the device was replaced. Symptoms included no clinical symptoms and no changes in blood glucose. Outcomes included no alerts or alarms and no medical intervention. Investigation included remote troubleshooting, user-guided cleaning, stylus testing, wake-button recalibration, and a device restart. Investigation of the returned device revealed a touchscreen responsiveness failure consistent with a device display or touch sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related damage.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.